Manufacturer narrative:
H6: component code: mechanical (g04) - stem. The stem was not returned for evaluation. Only the femoral head was returned and evaluated. A visual examination of the femoral head identified scuffing on the outer diameter and debris inside of the taper. Provided pictures of the stem identified black foreign debris around the trunnion and the stem was covered in bio-debris. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided for the stem. The reported products were reviewed for compatibility with no issues noted for the head and liner. As the part and lot identification for the stem and shell were not provided, it is unknown if the entire construct is compatible. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: anatomic alignment of the left hip arthroplasty. This complaint was confirmed based on the returned device and provided pictures. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 10 years post implantation due to a large pseudotumor. The femoral head was removed and black staining was found inside the head. The trunnion of the stem had black corrosion built up at the base of the trunnion. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801803201, item name: femoral head sterile product do not resterilize 12/14 taper lot# 61841688. 00630505032, item name: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot # unk. Multiple MDR reports were filed for this event, please see associated reports 0002648920-2023-00266. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.